Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
The nurse reported that the nkv-550 ventilator made a long, loud, audible alarm and then shut down during patient use. By the time the respiratory therapist arrived at the bedside, the ventilator had resumed ventilation to the patient at the patient's previous set settings. There was no harm to the patient, who was placed on another nkv-550 ventilator. The debug logs confirmed a cpu reset, and ventilation resumed within 19 seconds at the previous set settings.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.